Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the x-ray pc disk in bay 1 was exhibiting instability. To address the issue, the fse relocated the hard disk drive (hdd) to bay 2 the hdd replacement was carried out in philips correction 2023-igt-bst-027. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.